Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepared in accordance with the instructions for use (IFU). After insertion of the catheter into the sheath, the physician attempted to flush the system and observed continuous air bubbles in the sheath flushing line. The sheath was replaced, and the procedure was successfully completed with another faradrive sheath. No patient complications occurred, and the patient recovered fully.